Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and difficult to close clip were unable to be confirmed. The reported difficult or delayed positioning-anatomy during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue, difficult to close clip, and difficult or delayed positioning (anatomy) were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
This will be filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The first clip was implanted successfully. While performing grasping attempts with the second clip, the leaflets got stuck between shaft and gripper. It was then observed that one of the grippers was not lowering completely. The clip was inverted and removed from the leaflets. However, while attempting to close the clip to 120 degrees, it was observed the clip was unable to close. Troubleshooting was performed and the clip was successfully closed. The clip was then removed and replaced. One additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.